Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument would not seal. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend instrument would not seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. The instrument was returned with 1 life remaining. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test: straight: 7.40, pitch: 7.41, and yaw: 7.46 additional observation not reported by site: based on log review, the instrument was found to have multiple engagement failures, error code 22020, wrist pitch axis failures. However, the engagement failures were not replicated during in-house testing.